Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed evidence of a voltage drop resulting in a replace battery alarm. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test showed a leak at the battery compartment crack. The battery compartment was found to be cracked in the thread area and below the grip pad. (B)(4).